Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, either electrical, material, mechanical or environmental problems may have caused the event, as the device was not returned for evaluation the cause of the event is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject product could not produce an image. There were no reports of patient involvement. This event was reported during set up / inspection for use (during set up in room / before patient in room).